Manufacturer narrative:
Date of event is estimated. The event of lead revision due to lead migration was reported to abbott. The lead was repositioned. Therapy was successfully restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead migrated. As a result, the patient underwent a leave revision on (B)(6) 2022 where the physician pulled the lead back down to the original position to address the issue.